Manufacturer narrative:
All available information was investigated and the reported broken gripper line was confirmed via returned device analysis. The reported difficult or delayed positioning (clip became entangled in the posterior chordae) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult or delayed positioning (clip became entangled in the posterior chordae. The reported gripper line break appears to be due to multiple attempts to free the clip from the chordae. There is no indication of a product issue with respect to manufacture, design, or labeling.h6 type of investigation code 4114 was removed.

Event description:
This will be filed to report a gripper line break. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), hypertension, hypercholesterolemia, heart failure, pulmonary hypertension, a bi-leaflet prolapse, and macular annular calcification (mac). During a mitraclip procedure with an xtw, the clip became entangled in the posterior chordae. During attempts to free the clip, the gripper line broke. The clip was freed and there was no tissue damage observed. The xtw was removed and two clips were implanted. There was no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult or delayed positioning (clip became entangled in the posterior chordae. The reported gripper line break appears to be due to multiple attempts to free the clip from the chordae. There is no indication of a product issue with respect to manufacture, design, or labeling.